Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that pumps were exhibiting no disposable alarms, not detecting the cassettes, when smiths medical, cadd medication cassettes were attached. It was reported the end user had to change the cassettes four times due to the alarming and that about half the medication was remaining in the cassette no adverse patient effects were reported. No additional information is available at this time.